Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "I was just notified a tibial tray liner was exchanged for possible infection, post wash-out. I have no other information and won't have any more due to hospital policies."